Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone:

Event description:
It was reported to philips that the ac module makes a noise. It is unknown if the device was being used on a patient at the time of the issue, but no adverse event to a patient or user was reported.

Manufacturer narrative:
It was reported to philips that the ac module makes a noise. Patient involvement is currently unknown,. There was no adverse event to patient or user reported. The device was evaluated by authorized service provider and it was found that the ac power module was making noise. The ac power module needs to be replaced. Upon conclusion of the evaluation, it was determined that the ac power module requires replacement. It was replaced. The device passed testing and was put back into service.